Event description:
The customer reported having intermittent power issues.

Manufacturer narrative:
(B)(4). The customer reported having intermittent power issues. The device, battery and ac power module were evaluated at the philips bench. The symptom could not be duplicated. The power pca was replaced at the discretion of the tech to address the reported symptom. The device remains at the customer site. Based on the customer¿s report we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.